Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a pacemaker change-out procedure it was identified that the lv lead was damaged when the plasmablade made direct contact with the lead while the device was activated. Before it was noticed that the lv lead was damaged the rv lead was disconnected from a pacemaker dependent patient and that patient subsequently experienced asystole and a drop in blood pressure. The rv lead was reconnected temporarily to allow the patient to recover. The lv lead was repaired and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.